Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the battery module light emitting diode (led) was burnt out. There was no patient involvement.

Manufacturer narrative:
The service repair technician (srt) replaced the battery module light emitting diode (led). The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.